Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 3.00mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the 10mm x 3.00mm flextome¿ balloon was used after dilation was performed using a 2.5mm flextome¿ cutting balloon¿. Initial dilation was started at the lesion area; however, it was observed that the pressure did not increase. When the balloon was removed from the patient's body smoothly, it was found that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.